Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while preparing the skin, the nurse found out that the needle and suture were detached. A new suture was used to resolve the issue. There was no patient injury.